Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx frontier coronary drug eluting stent dislodged during use. The stent was not on the catheter when the stent delivery system (sds) exited the guide catheter to be delivered to the lesion site. This was a complex left anterior descending (lad) artery/diagonal bifurcation case. The lesion being treated was moderately calcified in the proximal diagonal branch. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was not inspected before use. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device. Excessive force was not used during delivery. It was detailed that there were two wires in the guide, so resistance was expected, and after pushing through some resistance it was noticed there was no stent on the sds. All equipment was then removed from the patient. The guide catheter was scanned but did not find the dislodged stent. The patient underwent a whole-body CT scan which confirmed that the stent was not dislodged in the patient. It was believed that the stent was not on the catheter from the outset or came off during stent prep, as the stent was found on the floor the next day. The guide catheter and co-pilot were switched out, and another onyx frontier stent was placed in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there were no difficulties reported while removing the protective sheath. There were no issue with the replacement onyx frontier stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.